Event description:
A falsely elevated troponin I result was obtained on a patient sample. The result was reported to the physician. The sample was repeated and a negative result was obtained. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences as a result of the falsely elevated troponin I result.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was inadequate washing of the sample by the hm wash pump cassettes due to user error caused by the lack of monthly maintenance by the customer. The customer performed monthly maintenance. The instrument is performing within specifications. No further evaluation of the device is required.